Event description:
It was reported that the inflatable penile prosthesis (ipp) was inspected due to it was empty. A surgical procedure was performed to replace the system.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the inflatable penile prosthesis (ipp) was inspected due to it was empty. A surgical procedure was performed to replace the system.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Upon receipt of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, this device was thoroughly analyzed. The microscopic examination confirmed the first cylinder had broken fabric threads from wear in the middle of the cylinder, had wear at fold in the proximal end and middle of the cylinder. The second cylinder presented had wear at fold in the proximal end and middle of the cylinder. The microscopic analysis for the pump concluded that there were no damage or abnormalities found. The device was also tested. The leakage test for first cylinder found that it had a bulge in the middle of the cylinder when inflated with syringe; however, the second cylinder passed leakage test. The pump was also tested, indicating it passed leak test but did not pass the functional test. The ipp reservoir was analyzed too, indicating it had wear at a fold in reservoir shell, and it passed leakage test. The allegation of a device fluid leak was unable to confirm. However, there are several failure modes of the device that could lead to a device malfunction, which include but are not limited to a cylinder bulge. The reported complaint was not confirmed. Based on review of all information available and analysis results, a conclusion code of cause not established was assigned to this investigation.